Manufacturer narrative:
(B)(4). Eval: results: visual inspection of the returned lens showed the lens split and a haptic plate was torn off and missing. There was a clear surgical residue on the lens. Conclusion: (other) - an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The rptr stated the surgeon inserted a aa4203tl silicone plate lens was toric and as he was positioning the lens in the eye, he noted it was torn. The lens was removed and replaced with another toric lens without pt incident.